Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damage (scratches) was observed on a tube. Foreign matter (fm) and stopper pop off could not be observed in the photos. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. No fm was identified. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damage (scratches) with the photos provided; however, is unable to be confirmed for the indicated failure modes of fm and stopper pop off. Bd was not able to identify a root cause for the indicated failure modes. There has been increased awareness for cleanliness and reduction of fm in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 82 bd vacutainer® lithium heparinn (lh) blood collection tubes has the following defects: 82 tubes were found to have scratches on the body, 1 cap was detached, and 1 had a foreign object inside the tube. There was no report of impact to patient or user.

Event description:
It was reported that 82 bd vacutainer® lithium heparinn (lh) blood collection tubes has the following defects: 82 tubes were found to have scratches on the body, 1 cap was detached, and 1 had a foreign object inside the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.